Event description:
It was reported an emergency endoscopic retrograde cholangiopancreatography (ercp) procedure was being done due to the patient having bile duct stones. The doctor went in with the duodenovideoscope to visualize the ampulla. The doctor requested a sphincterotome. When the sphincterotome was placed down the duodenovideoscope, the picture of the patient's anatomy became blurry and shaky, and they were not able to visualize anything. When the sphincterotome was removed, the image returned to normal. The doctor requested a replacement sphincterotome, but the same image issue occurred when the sphincterotome was placed through the duodenovideoscope. The facility did not have a back-up duodenovideoscope at the time, so the procedure was aborted and the patient was transferred to another facility to have the procedure completed. Further information about the patient outcome and specific clinical information was not available. The customer confirmed the duodenovideoscope was tested before the procedure and no issues were noted. Air, water, and suction were tested and there were no problems identified. The procedure was prolonged approximately thirty minutes while trying new sphincterotomes to resolve the duodenovideoscope image issue, but then it was ultimately aborted. There were no further reports of patient harm.